Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a generator changeout procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. These measurements were exhibited with the previous device and the new device. It was suspected that there was a fracture that occurred during the removal of the previous device. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.